Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket erosion. A revision will be performed once a compatible hospital and explanting surgeon with experience in s-icds have been identified. No additional adverse patient effects were reported.

Manufacturer narrative:
Once any additional information does become available, this report will be updated.